Event description:
Unit looks like it went up in smoke. The circuit board by the error light burnt and actually burnt out the error light and left a hole where it burned. Called tech support. He is sending me a replacement. He asked if the unit looked like a circuit board burn. I stressed the light that is usually the error light is not there anymore and that something on the unit burned. At this time it is not known how or when this happened and if a patient was involved but as far as I know this unit came from central supplies with a note on masking tape stating broken and an arrow pointing to the unit.